Manufacturer narrative:
The event was caused by the overtube and was not caused by the balloon. Esophageal laceration or perforation is a known complication with use of overtubes during endoscopy. Additionally, the event occurred outside of the indications for use since the patient's bmi of 50 kg/m2 is outside the labeled range of 30 - 40 kg/m2 and the balloon is intended to be swallowed and not to be placed endoscopically. Per the instructions for use, the obalon balloon kit capsule is administered to the patient using a normal pill swallowing method. Contraindications include prior surgeries that may have resulted in intestinal adhesions, narrowing of any portion of the digestive tract or any other condition that may inhibit passage through any portion of the gi tract. Digestive tract injury and perforation are a known complications that can be associated with endoscopy.

Event description:
A patient that had successfully swallowed two placebo capsules and their first balloon was unable to swallow the second balloon during two attempted administrations. On (B)(6) 2019, a second balloon was placed endoscopically, during which the prescribing physician used an overtube because the patient had a tracheostomy over 30 years prior. The overtube was placed over the endoscope and advanced without difficulty. The balloon was placed and during removal of the overtube a blood patch was observed. The endoscope was re-inserted and a 3 - 4 cm laceration of the upper esophagus was identified. The physician stated the laceration was caused by the overtube where the edge of the tube tore scar tissue from the tracheostomy. The patient was transferred to a hospital and the laceration was surgically repaired. The patient recovered and was discharged home after 8 days. A follow up visit with the prescribing physician occurred on (B)(6) 2019 with no further complications reported.